Manufacturer narrative:
(B)(4).

Event description:
It was reported pt sustained a blow to his back about three weeks ago with subsequent back pain and occasional increased stimulation from his stimulator, occurring once every other day or so, and described as "jolting." The back pain resolved but the jolting had not. The settings adequately covered the pain but the voltage remained high at 6.9v on three programs running simultaneously. Impedances were reported normal and an x-ray was also reported normal. Additional info has been requested, but was not available as of the date of this report.